Manufacturer narrative:
(B)(4):the device has not been received for analysis. Should the device become available for analysis and there is any further relevant information, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6), 2015 that a flexiva laser fiber was used during a holmium laser ablation of the prostate (holap) procedure performed on (B)(6), 2015. According to the complainant, the procedure lasted for 10 hours. Reportedly, the patient died after the procedure. According to the complainant, there was no malfunction noted to the flexiva laser fiber device and the flexiva laser fiber did not cause the patient¿s death. Boston scientific has been unable to obtain additional information to determine exactly when the death occurred, what was the cause of death and the circumstances surrounding this event to date. Should additional relevant details become available a supplemental report will be submitted. Additional information received on (B)(4) 2015. According to the complainant, as of (B)(6), 2015 they did not think that any of the equipment or devices used in the case contributed to the patient¿s death.

Manufacturer narrative:
(B)(4).

Event description:
It was reported to boston scientific corporation on (B)(6), 2015 that a flexiva laser fiber was used during a holmium laser ablation of the prostate (holap) procedure performed on (B)(6), 2015. According to the complainant, the procedure lasted for 10 hours. Reportedly, the patient died after the procedure. According to the complainant, there was no malfunction noted to the flexiva laser fiber device and the flexiva laser fiber did not cause the patient¿s death. Boston scientific has been unable to obtain additional information to determine exactly when the death occurred, what was the cause of death and the circumstances surrounding this event to date. Should additional relevant details become available a supplemental report will be submitted.